Event description:
A philips customer response center (crc) technician reported that this defibrilator had been received at the crc and would not power on. He notified the factory and a complaint was opened.